Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer received the following readings lo, which on the system indicates a result of less than 10 mg/dl, 166 mg/dl, 159 mg/dl, and 151 mg/dl within 10 minutes. No adverse event reported. Returning and replacing meter and strips.